Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak at the probe in the coulter ac-t diff analyzer. The volume of the leak was a few drops and was not contained within the instrument. The customer was wearing gloves and labcoat at the time the leak was discovered. No one came in contact with the fluid. Medical attention was not sought. No patient results were affected.

Manufacturer narrative:
Customer technical support (cts) instructed the customer to clean the probe wipe. The customer cleaned the probe wipe and the leak was fixed. The customer ran samples and verified that the leak was repaired. No service was dispatched as the customer corrected the issue. Failure mode: the cause of the leak was that the probe wipe was dirty. Per coulter act diff analyzer operator's guide, pn (B)(4): warnings and precautions: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).